Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material did not originate from olympus device and was unable to be identified. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The air/water channel volume and water removal were not to specification. An unidentified blockage was protruding from the outlet pipe and the blockage appeared to be a white plastic like material. The item did not originate from the olympus endoscope. The electrical safety test was not to specification. The angulation was lower than standard, and the angulation had play. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the pressure was too high on channel one (1) on the evis exera iii gastrointestinal videoscope. The issue was detected at maintenance. It was unknown if the device was inspected prior to use. Specific procedural information was unknown; however, no impact was reported. No patient injury reported. During the evaluation of the device, it was noted foreign debris was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign debris was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.